Event description:
It was reported during a therapeutic ercp procedure that the flexible tip of a pathfinder guidewire was left behind in the patient's common bile duct. Access to the treatment area was difficult due to a choledochocele for which the pathfinder was used together with an autotome. The tip was scheduled to be removed in a subsequent procedure although the pt cancelled. No additional info is available at this time.